Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had undergone bilateral removal on an unknown date and that there was also no rupture. Since no date of explantation was provided, (B)(6) 2019 was provided as the best estimate of explantation. If additional information becomes available, this will be updated and a supplemental report will be submitted. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune reaction, capsular contracture this medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast prostheses implantation on (B)(6) 2001 with a 475cc mentor smooth round moderate profile saline breast prosthesis on the left and a 375cc mentor smooth round moderate profile saline breast prosthesis on the right, experienced possible capsular contracture, possible deflation, and diagnosis with undifferentiated mixed connective tissue disease on unknown date. The patient also reported pericarditis and pleurisy with date of onset in (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.